Event description:
Customer reportedly received the following results on the nano system within 10 minutes: (with lot number 473401) 113 mg/dl, 297 mg/dl, 157 mg/dl, 259 mg/dl, 437 mg/dl, and (with lot number 473433) 136 mg/dl, 110 mg/dl, 186 mg/dl, 129 mg/dl. No adverse event reported. Return of suspect devices was requested and replacements were sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA this case, with patient identifier (B)(6) (lot number 473433), is related to case with patient identifier (B)(6) (lot number 473401).